Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and noise. The patient was swimming at the time of the event. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology and noise. The patient was swimming at the time of the event. Technical services discussed some testing options. There were no additional adverse patient effects. The system remains implanted.